Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event onset was reported as ¿two months ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis; and the patient subsequently died. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. On an unreported date after the peritonitis event, the patient required ¿backup hemodialysis once a week¿. It was not reported if the peritonitis was resolved. On an unreported date, the patient died at home. The cause of death was not reported and it was not reported if an autopsy was performed. Thirty two days prior to the receipt of this report, the pd therapy was discontinued; however, it was not reported if that was the date of death or if capd had been discontinued prior to death. Therefore it was unknown if pd therapy remained ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.